Event description:
It was reported that the patient presented to the hospital due to an alarm. It was noted the right atrial (ra) lead exhibited oversensing of noise, along with low atrial pacing impedance measurements. The physician noted a suspected atrial lead fracture, along with a possible insulation breach. The physician stated the patient had their own pulse and it was decided to monitor the patient following the event. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4.)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted the atrial pace impedance was steady at approximately 750 ohms, then fell to <(><<)>200 ohms during the week ending 2015 (B)(6) and at/af episodes were recorded with apparent noise oversensing seen on egms. The patient alert triggered for out of range subthreshold lead impedance on 2015 (B)(6).